Event description:
Rptr indicated that vns pt underwent explant surgery due to infection. The infection was present at both the pulse generator/pocket and bipolar lead/cervical areas and was treated with antibiotics and explant of both the pulse generator and the bipolar lead (leaving electrodes). The infection has reportedly resolved. Reimplant is not scheduled at this time. Review of mfg records for both the pulse generator and bipolar lead confirmed sterilization of device.